Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the error code 46228 occurred. This alarm event pauses the delivery of the pump until the error is addressed. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 14-jun-2025. H3 and h6 codes: updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed an error code listed in customer complaint. The device was visually inspected and found upstream occlusion (uso) seal separating and missing battery door. Error code indicates a weak internal battery and the customer reported issue was confirmed. The internal battery was charged. Additionally, the uso seal and battery door were replaced. Replaced dso seal as preventative maintenance and software was updated. Performed dso/uso calibration and occlusion test. The service history review had no indication that the complaint was related to a service of the device within the review period. Performed performance verification test and the device passed all functional testing after repair.